Event description:
It was reported that during a da vinci s hysterectomy procedure, one of the fenestrated bipolar forceps instrument tips broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one instrument grip broken off at its base, just above the top surface of the yaw pulley. The fracture surface is not quite straight and the grip appears to have a twist just below the fracture surface.